Manufacturer narrative:
Concomitant medical devices: product ID: 8781, lot# n525406004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with gabalon intrathecal (40 mcg/day) for spasticic paraplegia. The underlying disease was reported as spastic palsy. The dosing period was (B)(6) 2015 and was being continued. The date of pump implant was (B)(6) 2015. There were no complications, past history, history of adverse reactions, or concomitant medications. On (B)(6) 2015, there was a suspected catheter deviation. The event was considered serious and required hospitalization. As of 02/25/2016, the event was unrecovered. As little therapy effect had been observed since the pump system was implanted, catheter fluoroscopy was performed and identified that there was no spread from the catheter tip. A replacement procedure was scheduled to be performed to replace the catheter with a new catheter on (B)(6) 2016. Per the attending physician, it was suspected that the catheter tip was mislead in the "extradural." The attending physician's comments were noted as, "catheter tip aberrance to the epidural space suspected." There was not a pump operability test, rotor test, or catheter x-ray test performed. Initially it was reported that there was no causal relationship with the investigational drug, catheter, pump, or programmer. It was unknown if there was a causal relationship with the surgical procedure. However, it was later reported that the event of catheter deviation suspected was unrelated to the investigational drug. It was also unknown if there was a causal relationship with the catheter (previously reported as no causal relationship). Additional information was requested to clarify the catheter allegations of implant placement issue, migration, and/or occlusion as well as concentration and lot number of the gabalon. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Other applicable components are: product ID: 8781, lot# n508715002, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information reported the catheter was not displaced in the back pocket, image showed the catheter on the spinal cord side was looped at the anchor tip (in tunica muscularis). The physician mentioned a possibility that the catheter tip was mislead in the extradural was low. As of (B)(6) 2016 the outcome of the adverse event was recovered, unrecovered. The migrated catheter was considered to have occurred due to insufficient fixation at the time of implant and the patient's twisting body motion lead to gradual migration. Therefore misplacement at implant was not suggested. A catheter occlusion was not reported.

Event description:
On 2016-06-30, additional information was received from a foreign healthcare professional (hcp) via an (B)(4) manufacturer representative (rep). It was reported that on (B)(6) 2016, extra-arachnoid migration of the catheter tip was suspected, and thus the catheter was replaced with a new one. Spasticity worsened because of this. Catheter lot numbers were confirmed. Pump operability tests were performed on (B)(6) 2015. The last refill volume was 18 ml, the actual reservoir volume (arv) was 12.4 ml and the estimated reservoir volume (erv) was 12.2 ml. A catheter x-ray study was performed on (B)(6) 2016 and found "extra-arachnoid leak of contrast agent."